Manufacturer narrative:
G4: 27aug2020. B4: 04sep2020 . Additional information has been received that the customer declined repair altogether and decided to dispose of the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14jul2020. B4: 22jul2020. The service technician replaced the speaker and power management (pm) printed circuit board assembly (pcba), however, these parts did not resolve the problem. The service technician reported that the issue has been isolated to the display since the unit has is currently using an old version. The customer has been quoted for a display upgrade and the repair is pending approval. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18mar2020.

Event description:
The customer reported that the power fail test alarm did not pass. The alarm only sounded for a couple of seconds. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.

Manufacturer narrative:
G4: 21jun2020. B4: 24jun2020. During evaluation, the manufacturer¿s international service technician confirmed that the power test failed during the 2-minute alarm test where alternate current (ac) power and the battery are disconnected. It was noted that the unit would only alarm for 5 or 6 second instead of the required 2 minutes. The service technician replaced the power supply in an attempt to troubleshoot the device, however, the problem recurred while performing periodic maintenance, as the alarm failed to sound for more than 5 seconds once again. Further evaluation is still pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27may2020. B4: 05jun2020. Additional information was received that the failure was discovered during preventative maintenance and there was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The customer has not approved the repair of this device, so no service has been rendered. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22jul2020 b4: (B)(6) 2020 the service technician reported that the initial fault was the backup alarm; however, during extended troubleshooting, other issues were noted, such as primary speaker failure and intermittent power issues where the unit would not turn on. The ventilator's event log shows the occurrence of diagnostic codes related to 35-volt failure, over-voltage protection (ovp) failure, auxiliary alarm supply failure, backup alarm failure, primary alarm failure, and alarm light-emitting diode (led) failure. The service technician confirmed that the replacement of the power management (pm) printed circuit board assembly (pcba) and speaker assembly, which were previously reported, did not resolve the problem. However, they were still relevant to the resolution of all the intermittent issues that were identified. In addition to these parts, the service technician also replaced the central processing unit (cpu) pcba, and the user interface (ui) assembly. As part of the ui assembly upgrade, the following parts also had to be replaced: power switch overlay, liquid crystal display (lcd) assembly, lcd cable, and ui pcba to the lcd cable. The service technician replaced these parts in stages to ensure that the problem would be resolved with these parts and to be able to quote the customer correctly. These replacements are not permanent, and the old components will be re-installed into the unit should the customer not approve the quote for service. At this time, the customer has not yet approved the quote. If additional information is received, this complaint will be reopened, and a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.